Event description:
A technician found that the brake casters on this stretcher would not hold. There were no injuries in this event.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.